Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately one year ago.

Event description:
It was reported that the patient developed and infection at the lead incision site. The patient was treated with intravenous (IV) antibiotics and the infection was resolved. No further information could be obtained despite good faith efforts.

Event description:
It was reported that the patient developed and infection at the lead incision site. The patient was treated with intravenous (IV) antibiotics and the infection was resolved. No further information could be obtained despite good faith efforts. Additional information was received that the patients infection began after the ipg revision procedure (MFR. Report no: 3006630150-2023-01564).